Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that both vapr units clogged up as soon as they started being used. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation, and has a little breakage on one side. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation function did not worked, "output shorted" was displayed. The coagulation function was activated for one minute, it worked as intended. The electrode was sent to the manufacturer for the suction test and further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: two devices returned for investigation. Neither device was returned in the original packaging. The ceramic has been badly damaged on both devices. Flat spot on the distal end of the cut return cap on device 1. Tissue debris visible in the active suction port of both devices. The suction tubes show signs of saline residue. No visible damage on shaft, handle and cable. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted using vapr vue generator (gml4854/2); the flow test failed. The activation ablate function failed. Manufacturer summary: the customer report claimed that both vapr units clogged up as soon as they started being used. The claim was substantiated with both devices unable to achieve the minimum flow specification. The flow restriction was found to be caused by a build up of tissue debris in the suction path at the distal end. On receipt of the devices the visual inspection highlighted that the ceramic on both devices were badly cracked. The mitek report mentioned ¿a little breakage on the side¿ of one device. The customer did not mention anything about the ceramic condition so it is possible that the damage occurred during transport. The cut return cap on the one device did exhibit a flat spot at the distal end suggesting an impact, no other damage was evident to suggest a cause for the ceramic damage. When activated on ablate mode both devices gave an output short error, which is most probably caused by the ceramic damage. The product IFU 111094 cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A DHR review has been performed for both the complaint device lot number u2011609; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer that during a shoulder acromioplasty procedure on (B)(6) 2021, it was observed that the electrode device was clogged. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the lot number was reported as unknown on the initial report; and has been updated accordingly. Therefore, UDI: (B)(4) incomplete. The expiration date is currently unavailable. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: b5: subsequent follow-up with the sales rep clarified that there was no surgical delay noted. Therefore, the event description has been updated to reflect the correct information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown; therefore, the expiration date was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during a shoulder acromioplasty procedure on (B)(6) 2021, it was observed that the electrode device was clogged. Another like device was used to complete the procedure with a delay of 60 minutes. There were no adverse patient consequences reported. No additional information was provided.